Event description:
Our facility reported to medsun an overinfusion of angiomax. Biomed was able to replicate the overinfusion described in that event utilizing the same bag, tubing and pump as well as a new bag and tubing with the same pump multiple times.received call from intensive care unit reporting that pump was over infusing. Obtained pump from intensive care unit and downloaded history. Pump was tested with following procedure.test # 1: pump was tested using same bag and IV set sequestered from floor. Pump was programmed to the following settings.vtbi = 50 mlrate = 2.29 ml per hourresults: at one hour mark pump delivered 3.1 ml into graduated cylinder.test # 2: pump was programmed with following settings.vtbi = 50 mlrate = 2.29 ml per hourresults: started pump at 4 minutes and 10 seconds mark pump began over infusing into graduated cylinder.test # 3: pump was tested using original bag and IV set sequestered from floor. Pump was programmed with the following settings.vtbi = 50 mlrate = 2.29 ml per hourresults: started pump at around 3 minutes, pump began to over infuse into graduated cylinder. Estimated volume delivered was 5.5 ml.test # 4: obtained new IV set and 50 ml bag of sodium chloride. Pump was programmed with the following settings.vtbi = 50 mlrate = 2.29 ml per hourresults: started pump and stop watch simultaneously at 25 second mark pump was stopped. Pump delivered 14 ml into graduated cylinder.